Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The dentist states in the letter after a clinical examination advised the patient that they are not a good candidate for orthodontic treatment. The patient has severe bone loss as well as significant gingival recession, and severe overjet and overbite. Also, a full step class ii malocclusion and a 14 prosthetic crown units in their mouth, one of which is a bridge. At this point, the patient would need extractions or even a surgical component to come close to a full correction of their bite. Then would need several prosthetic units replaced to even have a respectable end result. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.